Manufacturer narrative:
The device was returned and the evaluation found the following: grip has a scratch; control unit has a scratch; scope connector cover unit has a scratch; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; insertion tube rotation ring has a scratch; and distal end has a burn. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited distal end had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a high-energy endo therapy accessory (laser, high frequency, etc.) Being used without ensuring a sufficient distance from the distal end. The suggested event is detectable by following the instructions for use which state: [inspection of the endoscope] IFU states about warning when using high-energy endo therapy accessories as follows: 4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.